Event description:
The customer reported there was an air leak from the tip of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found clogging the air/water nozzle due to insufficient cleaning. The reported issue (air leak) was confirmed. Service found a pinhole in the bending section cover due to handling. In addition, there was an air leak at the connector due to damage, angulation in the down direction was insufficient and there was play in the up/down angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was chipped and cracked, there was a failure of the nozzle drainage due to clogging of the nozzle, the objective and light guide lenses were cracked, the adhesive on the objective and light guide lenses was cloudy, switch one was scratched due to handling, the forceps opening was cut due to handling, there were cracks on the protector on the universal cord due to handling, the paint on the suction cylinder was peeled due to handling, switch four was worn due to handling, the grip and suction cylinder were scraped due to handling, the distal end cover was scratched due to handling, and the connecting tube was scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, foreign material was confirmed in the nozzle. The foreign material was unable to be identified. There were no deformations to the nozzle. Olympus will continue to monitor field performance for this device.